Manufacturer narrative:
No d1000 product samples, videos, or photographs were returned for investigation. The device history review (DHR) for lot 3795768 was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event involved a customer report against the tego connector stating that during infusion, blood loss was noted from the connector located at the catheter. There was a blood stain on the containment pocket dressing of the catheter. There was blood loss reported, however, there was no serious injury and no medical intervention required.